Event description:
Reporter states customer did back to back testing on advantage system with results of 324mg/dl and 124mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.